Event description:
It was reported that during a laparoscopic band procedure, while putting the band through the trocar one of the seals came loose and fell into the pt. They were not aware of it until preparing to close. The seal was retrieved. There was no impact to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.